Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due to intermittent loss of capture. The patient was asymptomatic. The physician had difficulties repositioning the rv lead and elected to extract and replace it. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were intermittent loss of capture and operation issue. As received, a complete lead was returned in one piece for analysis. The reported event of intermittent loss of capture was not confirmed. Visual and x-ray inspections found over-torque of the inner coil at the connector region and the quad-lumen insulation tubing to be cut at the proximal region of the lead all consistent with procedural damage. Analysis was normal. No anomalies were found.